Event description:
It was reported that the patient underwent a gynecological procedure on or around (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to pelvic organ prolapse, stress urinary incontinence and intrinsic sphincter deficiency with concurrent excision of suburethral cyst, cystoscopy and anterior and posterior colphorrhapy. It was also reported that the patient underwent incision of sling and hydrodilation on approximately (B)(6) 2011 by due to pelvic pain, bladder pain, recurrence of urinary problems, dyspareunia, loss of consortium, vaginal scarring and other physical and emotional injuries. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and botox injection on (B)(6) 2011 due to urge incontinence, intolerant or unresponsive to medication. It was reported that patient underwent cystoscopy and intravesical botox injections on (B)(6) 2011 due to overactive bladder and urge urinary incontinence. (B)(4).